Event description:
It was reported that the ventilator malfunctioned while it was connected to a patient. The ventilator was disconnected and the patient was bagged. A heated patient circuit was being used. Water was found in the expiratory cassette and in the filter cartridge. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) visited the site and downloaded the device logs. Visual evaluation of the filter showed that it was soaked with water. No service of the ventilator was requested by the customer. Received pictures of the wet filter showed that the filter was a single use bidirectional bacterial/viral filter. Evaluation of the device logs showed that the last pre-use checks tests prior to the event was successful and the technical logs had no entry on the date of the event. The event logs showed that the patient had been nebulized during the ventilation period and, the logs also showed frequent alarms for high continuous pressure, high airway pressure, and high peep (positive end expiratory pressure) at the end of the ventilation period. These alarms indicated an increased expiratory resistance in the breathing circuit that will lead to the patient not breathing out fully before initiation of the next inspiration phase. The user¿s manual for the ventilator includes warnings; carefully monitor the airway pressure when using an active humidifier and during nebulization. Increased airway pressure could result from a clogged filter. Replace the filter if the expiratory resistance increases or after maximum usage time according to the filter specification, whichever comes first. Our conclusion, based on the information that the filter was soaked and the alarms in the device logs is, that the cause of the event was a clogged filter and that there was no ventilator malfunction at the time of the reported event.

Event description:
(B)(4).